Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation, and was unsatisfied with the amount of time to change her ipg. The pt reported discomfort due to the location of the ipg. After meeting with her physician, it was decided to replace the ipg, and move the ipg pocket location; this surgical intervention was performed on (B)(6) 2011.